Event description:
1 reported false positive flu a result for 1 symptomatic patient. The customer communicated the result was confirmed negative by molecular (pcr testing). The customer also communicated an additional patient event which is captured in a separate report.

Manufacturer narrative:
Investigation summary: tested 3x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.